Manufacturer narrative:
The device was discarded at the facility and not available to be returned for evaluation. The lot number is unknown as the device was discarded. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The device history record review can not be performed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : discarded

Event description:
It was reported that there were inaccurate values reported during use with the foresight large sensor. The sto2 values dropped from approximately 85 to 50. The values came back up again when the physician pressed down on the sensor on the patients skin. The physician had to tape down the sensor to the patients skin to continue. The sensor placement was on the right and left side of the patient forehead. The placement area was prepped with alcohol prior to placement. The exact occurrence date is unknown. There was no patient harm or injury. There was no inappropriate patient treatment reported.